Event description:
On (B)(6) 2025 the patient reported multiple ¿unable to proceed¿ alerts during supply changes. With support guidance, the patient rewound the pump, disconnected the tubing, verified drops, and primed a new infusion set. Insulin delivery resumed, and blood glucose remained unaffected.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.